Event description:
It was reported that during a laparoscopic distal gastrectomy procedure, the jaws did not open when the device was used on the left gastric artery. The both sides of blood vessel were sealed and a 4cm small incision was created to ligate the blood vessel just in case.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Empty. The analysis results found that the el5ml device was received in good visual condition with the jaws properly aligned and open. Upon cycling the device, it was noted to be empty, locked out and the orange indicator was found under-traveled. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. No conclusion could be reached as to what may have caused the event reported.